Event description:
(B)(4). On (B)(6) 2015 I had essure implanted. I should have known from the start it was going to be a nightmare. After I was given local anesthesia, procedure was supposed to take place 30 minutes after. It was not done till about an hour and a half later because 1: the rep. Who was helping the dr, decided to go have lunch, and 2: my obgyn wasn't in the office yet! So they performed the procedure with out the anesthesia because it had worn off! Despite the trouble they had with the placement, and the excruciating pain I was in, they proceeded. I bled for 6 months after, only to be told over and over, it was part of the process. I then started to gain excessive amounts of weight, (B)(6) so far to be exact. I have hypertension now, on medication for that, I've never had any health issues prior to this. I have extreme joint pain throughout my entire body. I'm depressed, my skin has broken out with acne, my sex drive is nothing!! My stomach is constantly bloated and tender. I look like I'm (B)(6)!!! I have trouble walking on a daily basis, I feel like I'm going through menopause. I've had lab work to determine if I was or not and I am not. No one can figure out what is wrong with me. I know my body, and this isn't me. I want my life back, my daughter wants her mommy back!!!!